Event description:
It was reported that the programmer displayed an error during an interrogation of a device. The doctor decided to use a different programmer. The programmer was later cycle powered a few times and the error cleared. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).